Event description:
Neuropathy in arms, back and legs, peripheral neuropathy [neuropathy peripheral]. Have to use a walker now [mobility decreased]. Pain [pain]. Feel may have been bodily injured [injury]. Case description: a consumer reported that they, a female age unspecified, used fixodent denture adhesive, control food seal plus scope flavor cream and/or poligrip denture adhesive on teeth that won't stay in since 1993, more than once daily, as often as her teeth get loose, and reported the following: was diagnosed with neuropathy in her back and legs in 2006, have to use a walker now, and experiencing pain. The consumer had visited her physician and had a MRI and pin tests with electrical currents to determine the cause of the pain; the doctors have ruled out fibromyalgia. Treatment: was prescribed an unspecified medication for pain, but had to discontinue use because it was causing issues; taking tylenol but it is not helping the pain. The case outcome was not recovered/not resolved. Past medical history included: medical history - teeth won't stay in; teeth get loose, hist drug/prev exp - prescribed pain medications caused issues. No further information was provided. A (B)(4) 2011, update: details revealed in a review of the initial contact on (B)(6) 2011: the consumer reported that she had been using every kind of denture adhesive made since 1993, including the fixodent denture adhesive control food seal, and feels that she had been bodily injured by the products. She had to quit work and go on permanent disability since being diagnosed with peripheral neuropathy in her arms, lower back and mostly in her legs in 2006. Additional treatment included narcotics that she had quit taking because they made her feel really odd and crappy. Additional past medical history included: allergy - none, medical history: teeth have been replaced, dentures loose, won't stay in. Concomitant medications included: none. No further information was provided.

Manufacturer narrative:
Product has not been returned, product return and lot check/batch retains have not been requested as case concerns long term product use.